Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.

Event description:
It was reported that during patient care, the autopulse battery lasted about 2 minutes. Battery was replaced; the unit displayed user advisory 45 (not at ¿home¿ position after power-on/reset). Manual CPR was administered. No other info was provided. No patient impact reported.